Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit skipped while harvesting graft. No additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: ((B)(4). On (B)(6) 2019, it was reported that the unit skipped while harvesting a graft. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated dermatome an serial number (B)(4)one time as documented in the repair reports in livelink. The last repair was august 4, 2018 where it was reported that the device was not functioning properly and the bearings and screw were replaced. This is not a related issue. Product review of the dermatome an on february 4, 2019 revealed that the calibration and motor speed were both within specifications. The control bar was in the correct position. It was noted that there were some rough spots on the head. The customer width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on february 4, 2019 which included replacement of the machined head, thickness control lever, ball plunger, vespel bearings, and semi-circle shaft bearings. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review nothing was noted that would have attributed to the device skipping while harvesting a skin graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review nothing was noted that would have attributed to the device skipping while harvesting a skin graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.